Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for unknown number of quantities. On 27-june-2024, it was reported that the patient encountered infusion sets tubing came appart event. No further information available .